Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it happened on three occasions during actual surgery on a patient. How many times after that, the staff can not answer. After the surgeon started pulling the thread itself instead of the needle in the needleholder it has not happen anymore. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event date. Event description indicating if the issue occurred during use on patient or other product code. Lot number. Any patient consequences? How was the case completed?

Event description:
It was reported that a patient underwent a knee surgery in (B)(6) 2017 and a barbed suture was used. During the procedure, the needle pulled off the suture. There were no adverse patient consequences. Additional information had been requested.